Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one partially detached lutonix 035av drug-coated balloon catheter was returned for evaluation. No other anomalies were noted during the visual evaluation. Functional testing was not performed due to the condition of the device. However, the investigation remains inconclusive for the reported deflation issue as the functional testing couldn¿t be performed due to the condition of the device. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3. H11: b5, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly failed to deflate. It was further reported that the balloon was deflated using a needle. Reportedly, the catheter was cut and it was pulled back into the sheath. The device was removed from the patient. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, balloon allegedly had a deflation problem. It was further reported that the catheter was allegedly removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device pending return.